Event description:
Case was initially received via regulatory authority (food and drug administration, reference number: mw5080644) on 06-nov-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and migraine ("migraines") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included multivitamins. On (B)(6) 2015, the patient had essure inserted. On an unknown date, 1 day after insertion of essure, the patient experienced pelvic pain (seriousness criterion disability), migraine (seriousness criterion disability) and menorrhagia ("extremely excessive mentrual bleeding"). At the time of the report, the pelvic pain, migraine and menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia, migraine and pelvic pain with essure. Incident- no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and migraine ("migraines") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included multivitamins. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion disability), migraine (seriousness criterion disability) and menorrhagia ("extremely excessive mentrual bleeding"), 1 day after insertion of essure. At the time of the report, the pelvic pain, migraine and menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia, migraine and pelvic pain with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.